Manufacturer narrative:
Philips service replaced the flexvision pc and hdd, reloaded software, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that flexvision pc bootup failure due to hdd issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.